Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Bladder at what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Click if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.